Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the angulation in the right direction and the gap on upward/downward angulation control knob is out of standards due to the worn angle-wire; the image was partially dark due to scratches on the charged coupled device lens; charged coupled device lens, the light guide lens, the bending section cover and the video cable protector were broken; the distal end had scratches and dents; connecting tube was corrugated and waterproof failure due to the cut connection tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope, insertion tube had a leak and was corrugated. The issue was found during preparation for use and was completed using a similar device. The device was returned for evaluation. During the device evaluation, the radio frequency identification data was inaccurate. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the subject device from which fluid invaded the device from the leaking area and caused damage to the electronic components. However, it was not possible to further specify the cause of damage to the electronic components. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, as a request to the user, it is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.